Manufacturer narrative:
Based on the information provided, the therapy cable broke due to an external force and requires replacement. The customer has indicated that she will reach out to her supplier to make a purchase. No further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that due to external force, the therapy cable broke and it needs to be replaced. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.